Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device and could not duplicate the reported event. No error codes were recorded in the diagnostic logs. The device was found to function as intended and was placed back in service at the user facility.

Event description:
It was reported that after a patient with severe hypoxic lung disease, was connected to a ventilator, the patient's oxygen level decreased. The patient was then transferred to another ventilator and their oxygen level improved. There was no report of patient harm as a result of this event.